Event description:
The patient suffered from worsening heart failure with severely depressed lvef and acute valvular endocarditis. Before enrollment, the patient had aortic valve replacement. During admission, catheter-associated bacteremia, with the growth of streptococcus mitis was seen. The patient was hospitalized. Blood culture (negative) was done. The patient received antibiotic treatment (ceftriaxone and gobemicine). Should additional information be received, this file will be updated.

Manufacturer narrative:
An endocarditis was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the endocarditis was not device related.